Event description:
It was reported that during a lap cholecystectomy procedure, a piece of the jaws broke off and fell into the patient. The piece was retrieved. They got a new device to complete the procedure. There was no patient consequence.